Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) falsely elevated loci high-sensitivity troponin I (tnih) results obtained on one patient sample on a dimension® exl¿ with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the loci high-sensitivity troponin I (tnih) assay was performing acceptably. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing according to specifications. No further evaluation is required.

Event description:
Five (5) discordant falsely elevated loci high-sensitivity troponin I (tnih) results were obtained on one patient sample on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated patient results from sample ID 10072016645 were reported to the physician and were questioned. The same sample was reprocessed on the original dimension® exl¿ with lm integrated chemistry system and an alternate dimension® exl¿ 200 integrated chemistry system. All the results obtained on the sample ID (B)(6) were falsely elevated. A new sample was drawn from the same patient (sample ID (B)(6)) and processed on the original dimension® exl¿ with lm integrated chemistry system and an alternate dimension® exl¿ 200 integrated chemistry system. The new sample results from sample ID (B)(6) were considered correct which matched the patient's previous sample results and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) patient sample results.